Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of 05apr2026-18apr2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while the system was used in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of microboluses as estimated glucose values decreased towards and below the user's target, and resumed delivery of microboluses as estimated glucose values began increasing again even while estimated glucose values were still below the user's target. No instances of the automated algorithm delivering microboluses while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of an overdelivery of insulin or of any issues with the automated algorithm was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s916usqs7ezc1. Hardware: sm-s916u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by physician (dr (B)(6)) that the patient had been hospitalized with hypoglycemia. The patient reportedly went into extreme hypoglycemia, as a result of the pump malfunctioning and giving the patient insulin despite have blood glucose lower than 60 mg/dl. Dr peters stated that the patient was unable to report this event, as they were still in the emergency room seeking treatment. Details regarding treatment were not provided. Date medical treatment was sought and length of care was not reported. Additional information is being solicited, a supplemental report will be submitted if received.